Manufacturer narrative:
Surgical procedure, additional; material separation. Customer will not release product to edwards for evaluation. Photo was provided by customer. Update: (B)(6) 2011 per sales rep: surgeon dr. (B)(6) gave his opinion on what happened: he thinks the anesthesiologist pierced the device with the needle before it was placed, and once they were pulling it out at the end, thinks it got snagged because of the hole and it torn. Does not believe it was the product but in his opinion it was user error. Not able to get the product back from the customer. Edwards summary: the product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Event description:
It was reported that the tip had broken off the endoplege introducer and is in the patient. Additional surgery was performed to retrieve the tip of the introducer. Picture was provided by the account. The case was a mini avr. Sales rep got called an 30 min after the case was over to tell him that a piece of the ep introducer was broken off in the patient. This was discovered when the introducer was removed. The ep catheter was already out of the patient around 10pm the piece was removed from the patient in the interventional radiology suite. The piece was found in the renal's. The introducer was originally placed in the neck and secured with sutures. Sales rep and a clinical rep were present for the case. According to the sales rep's follow up with the surgeon the patient is doing fine. The hospital for now is holding on to the product.